Manufacturer narrative:
Additional data: b5- "the reporter indicated that a 13.7mm, vicm5_13.7, -8.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The patient experienced excessive vault. On (B)(6) 2021 the lens was explanted. Reportedly "127716 last seen (B)(6) 22: va re 6/7.5 refraction 00.75 x 180 6/6 using both eyes 6/6 uva. Re iop 15. Stable with excellent vision both eyes. A year next appointment." "H3- device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the no visible damage. Dimensional inspection found the lens to be within specifications." Claim: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm ,vicm5_13.7, -8.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The patient experienced excessive vault 1 day post op. Lens remains implanted. The reporter stated "the patient is doing well, there is no update, surgeon is still planning on exchanging due to long term concerns of a very high vault, but this is not scheduled yet". If additional information is received a supplemental medwatch report will be submitted.